Event description:
The customer alleged that she performed a control test using high control solution and received a reading of 599 mg/dl. A high control range was not provided, but should be around 295-410 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.